Manufacturer narrative:
The subject device has not been returned to omsc. It was confirmed that the bending section of the subject device was locked in down direction. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility noticed black dots in endoscopic image and an abnormality of the bending mechanism during a patient procedure using the subject device. The procedure was completed with the same device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation, omsc confirmed that the reported abnormality in angulation control. Omsc disassembled the control section of the device and confirmed corrosion of the metal components inside the control section. In addition, it was confirmed that there was pitch deviation of the coil pipe through which the angle wire. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.